Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a thrombus attached to a frequent puncture site. Echocardiography showed linear material in the lumen of the graft. The thrombus was removed with biopsy forceps and a percutaneous transluminal angioplasty was performed.

Event description:
It was reported that an echocardiography showed a linear material in the lumen of the graft. The material was located at a frequent puncture site. A thrombus had become attached to the site and it was indicated that a reinforcing thread was protruding into the inner layer of the graft. The thrombus was removed with biopsy forceps and percutaneous transluminal angioplasty was performed.

Manufacturer narrative:
This event occurred at (B)(6) hospital. Manufacturer's investigation conclusion: the report of thrombus could not be confirmed. The customer reported that an echocardiography showed a linear material in the lumen of the graft. The material was located at a frequent puncture site. A thrombus had become attached to the site and it was indicated that a reinforcing thread was protruding into the inner layer of the graft. The thrombus was removed with biopsy forceps and percutaneous transluminal angioplasty was performed. The device history records could not be reviewed because the lot number of the graft was reported to be unknown. Graft preparation and implantation are addressed in the vectra vascular access graft (vag) instructions for use (IFU). Occlusion, stenosis, and thrombosis are listed as potential complications with the use of a vascular prosthesis. Intragraft obstruction is listed as a potential complication in table 2 in the summary of vectra vag clinical experience section of the IFU. The cannulation section of the IFU states that vectra grafts may be punctured for vascular access within 24 hours after implant, provided no contraindications are present. If the blood access needle is inserted such that the angle between the needle axis and the graft is too small, tears in the wall of the graft can occur. This section advises to rotate cannulation sites. Repeated cannulation in the same area may lead to damage of the graft wall and/or formation of hematoma or pseudoaneurysm. Need sites should be equally spaced along the subcutaneous length of the graft. No further information was provided. The manufacturer is closing the file on this event.